Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with no clip in the first position of the channel and the jaw spring disengaged. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed based upon the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. It was found that both jaws were bent in the same direction. Additionally, the jaw spring was also bent which caused it to disengage from the jaws. The ratchet ears were also broken. A CAPA has been previously opened to further investigate feeding and loading issues. Additionally, it was observed that the side of the top jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. However, a non-conformance has been opened to further investigate this issue. The observed damage to the jaws and the jaw spring prevented the clips from loading properly. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The pivot holes for the top jaw and the bottom jaw were also deformed. After the jaws became bent, the jaw spring became bent upon further attempts to fire the device. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Based upon the observed damage, unintentional user error caused or contributed to this event. However, the ratchet ears were also broken. CAPA 40010983 has been previously opened to further investigate feeding and loading issues. It was also observed that the side of the top jaw did not have the correct surface finish. This is a cosmetic issue and it does not affect the functionality of the device. A non-conformance has been previously opened to further investigate this issue. The reported complaint of "clips not opening" was confirmed based upon the sample received. One sample was returned with no clip in the first position and the jaw spring disengaged. Functional inspection could not be performed based on the condition of the returned sample. However, the device was disassembled and both jaws were found bent in the same direction. The jaw spring was also bent. The pivot holes for the top jaw and the bottom jaw were also deformed. Additionally, the ratchet ears were broken. A CAPA has been previously opened to further investigate feeding and loading issues. However, the observed damage to the jaws and the jaw spring prevented the clips from loading properly. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The damage to the jaw spring caused it to disengage from the jaws. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip does not open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800730 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip does not open.